Event description:
It was reported during the self-check before use that a cs100 intra-aortic balloon pump (iabp) device alarm required maintenance code #3. There was no patient involved.

Manufacturer narrative:
Due to character limit in e1 full event site name: (B)(6). Full event site address: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
N/a.

Manufacturer narrative:
Updated: b4, g3, g6, h2, h6 (medical device ¿ problem code, type of investigation, investigation findings, component codes and investigation conclusions) and h11. A getinge field service engineer (fse) was dispatched to evaluate the unit. The fse replaced the manifold drive to resolve the issue. After the repair was completed, all functions were checked.